Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2021-38601. During an explant procedure for the right ventricular (rv) lead, it was noted there was an increased threshold on the left ventricular (lv) lead. Diagnostic imaging was performed during the procedure and no anomalies were noted. It was noted the lv was difficult to explant as lv lead was in the ischemic zone. The lv lead was not explanted. Additional information was requested but has not yet been received. The patient was stable.